Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse tested the iabp unit and observed the failure. The fse replaced the fiber optic module and corrected the failure. The iabp unit passed all functional and safety tests per factory specifications. The unit was returned to customer and cleared for clinical use.

Event description:
It was reported that a fiber optic failure occurred on the cardiosave intra-aortic balloon pump (iabp), before use on a patient. There was no patient involvement, thus no adverse event was reported.